Manufacturer narrative:
The field service engineer (fse) was at the customer site on (B)(6) 2016. The fse found that the source of the leak to be the tubing that goes from the specimen filter to the probe bypass valve (pbv). The fse replaced the affected tubing to resolve the issue and was able to run controls successfully. Bec internal identifier for this report is (B)(6).

Event description:
Customer reported that while troubleshooting focus, positive control failures, a leak was observed on the top of the silver panel and also dripping from probe and from blue valve (pipette bypass valve-pbv) of their iq 200 system. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, gloves and goggles. There was no exposure to the leaking hazardous fluid. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.

Manufacturer narrative:
Device manufacturing date has been revised to reflect correct manufacturing date. Bec internal identifier for this report (B)(6).